Event description:
Customer was reportedly unconscious and the paramedics were called by a relative. While waiting for the paramedics to arrive, the relative tested the customer on the advantage/voicemate system with a result of 269 mg/dl. When the paramedics arrived the customer was taken to the hospital where she tested 29 mg/dl on the hospital device and given glucose. Requested return of suspect system and replacement was sent.